Event description:
The customer reported that their "system is having a problem with oil mist" and they needed service. Upon follow-up, the customer stated that there were no physical complaints reported. The customer also stated that he did not think that there was a mist coming from the unit, but rather that there was "noxious odor". The customer reported that he thought that there was a mist because he read the letter and was thinking about it. The asp field service engineer went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, the unit was evaluated at the customer site. The fse replaced the pneumatic check valve and tubing. He performed a pneumatic sub-system test procedure, a vacuum/plasma test procedure, and a vacuum leak test procedure. He ran an empty chamber test cycle and the system met all manufacture specifications. This issue is being addressed with a customer letter, related to correction & removal.